Event description:
It was reported during the workshops, there were many difficulties in mating the fb test tibial bases with the ll/mr wedge tests. For example, in some cases it is impossible to get the wedge to be 100% fixed to the tibial test, leaving it slightly loose with a light between both components. In other cases, the wedge screw was fused to the tibial base, making it impossible to disengage them. At first we suspected that some of the participants were being "rough" with the materials. However, we did the test, and even though we were very careful, the same thing happened to us. On the other hand, the 2 pieces (cod 254600422), both from the same batch, broke when the decoupling of the definitive implants was carried out. In both cases, the rupture occurred after coupling and uncoupling approximately 10 times. The use of the device was being correct. The instruments associated with attune revision were used. The reality is that due to the size of the plastic bones, it was worked with tibial bases 4 and 5. I tried the 6 and had problems. No patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.